Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the proximal clevis hub. The cable segment stuck out at the instrument's wrist. No other damage or wear marks were observed on the clevis. The other cables at the wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: the conductor wire was broken at the yaw pulley exit. The conductor wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley showed no signs of arcing. One grip was bent, causing side-to-side misalignment of the grips. There was a .50 offset at the tips. The bent grip exhibited separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The yaw pulley was broken and missing a piece opposite the conductor wire break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It was concluded that the broken yaw pulley damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were short in length and not axially aligned with the tube. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, a damaged/broken cable was identified on the maryland bipolar forceps instrument. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.